Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information, at this time additional information has not been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a cause of "rare bilateral corneal haze", observed at six weeks post photo refractive keratectomy (prk). Reporter indicated topical steroid eye drop dosage was increased. Patient noted blurry vision. Attempts have been made to obtain additional information, at this time additional information has not been received. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.